Event description:
It was reported that the customer passed away. Blood glucose levels are unknown. A week prior to the event customer had passed out with low blood glucose levels. Cause of death was pneumonia. Customer was not wearing the insulin pump at time of death; disconnected from the device about a week prior to death. No further information to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.